Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age: mid 50's a2: date of birth: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy d6b: explanted date: device was not explanted e3: inventory manager a review of the device history record of the product code/lot number combination was conducted with no findings. The sample was not available for evaluation. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the dilator would not snap into the sheath. Additional information was received on 22 may 2023: the procedure sheath size was a 6 french terumo sheath. A pre-deployment angiogram was performed. Hemostasis was achieved after the second one acted the same way; however, the doctor physically held the dilator in place while advancing forward. The patient was in stable condition. No concomitant medical products were used with the angio-seal. The procedure type was femoral artery. There was not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 23 may 2023: the estimated blood loss was 7cc's.